Event description:
One of the threaded headed pins broke on removal leaving the most part of the pin in the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted pin confirmed the reported breakage. Requests were made for the product lot number, surgery notes, and x-rays. The requested items were not obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The pin fractured due to overload. The investigation could not draw any conclusions about the root cause of the overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.